Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found in the monitor only mode, not monitor + therapy during a follow-up test. It's suspected that the device was inadvertently programmed by hospital personnel. The ICD was reprogrammed back to monitor + therapy. The ICD system also experienced electro magnetic interferrence (emi) oversensing from a running motor. No further emi episodes have been noted.